Event description:
It was reported that during priming with a prismaflex set, leaking was observed. There was no patient involvement. No additional information provided.

Manufacturer narrative:
The actual sample was not available for investigation; however, a photograph and a video were provided for evaluation. The photograph and video showed a leak from the replacement line connected between y connector and deaeration chamber near the y connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.